Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported the string pulled out of a tampon and the entire middle of the tampon came out leaving the remaining piece of pledget inside her vaginal cavity. She was able to remove the piece of pledget and did not seek medical attention. She did not experience any adverse health effects.